Manufacturer narrative:
Date sent to the FDA: 02/25/2020. Additional information: d3,g1,g2. Corrected information: g1.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2017 during which the surgeon noted ¿extensive adhesions of omentum and loops of small bowel severely attached to the previously placed mesh. Two hours of meticulous lysis of adhesions was performed to the small bowel. Despite that, about two to three areas of enterotomy were encountered during the dissection. They were noted to be mainly in the segment of small bowel which was adherent severely to the mesh that was used for the previous repair. Two to three feet of small bowel were removed, noted to have extensive adhesions and eroded mesh.¿ it was reported that the patient experienced severe pain, repeated bowel obstructions, nausea, diarrhea, scarring, disfigurement, loss of appetite, stress and anxiety. No additional information was provided.